Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The computer booted normally to the application screen. The installed programs started and ran normally. No freezing or glitching was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID:9734477, serial/lot #: (B)(4), ubd: unknown , UDI#: unknown. The computer has been received by the manufacturer. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version: 2.2.8. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: product ID: 9733763, serial/lot #: unknown, ubd: unknown, UDI #: unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that before a procedure, the system had an issue where the surgeon monitor as well as the screen monitor went unresponsive and "glitched" out. There was no patient present when this issue was identified.